Event description:
On (B)(6) 2023 this patient had a 20cm left subclavian cvc placed by ir. It functioned properly, until (B)(6) 2023 when rn heard a little pop and saw that the distal lumen had come off at the plastic brown part and blood was leaking out. Rn clamped line and tied a knot in the lumen. Md contacted and central line was removed. Ref report: mw5120619.